Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had blank display and constant tone. The customer also had high blood glucose of 400 mg/dl. The customer stated that the display returned after troubleshooting. The customer stated that they found watchdog timeout alarm, unexpected restart alarm and external ram error alarm in the alarm history. The customer stated that the insulin pump was not stored or not in use for an extended period of time. The insulin pump will not be returned for analysis.